Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial right ventricle (rv) lead (only distal portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial rv lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that there were episodes of noise that resulted in oversensing on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.